Event description:
It was reported that during a da vinci-assisted surgical procedure, the bedside assistant tried to push the airseal port deeper in to get better smoke evacuation. The chamber detached from the access port grip and insufflation was lost. It was at the completion of the robotic portion, so the team undocked, completed the dissection (only about 1 cm left at this point) and removed the specimen. Since the dissection was completed the way it was supposed to be, the surgeon and the teams do not consider this as conversion. The procedure was completed with no patient harm, no fragment fall and no delay. The patient did not experience any immediate post-operative complications prior to discharge.

Manufacturer narrative:
A return material authorization (RMA) was issued for the access port kit. Intuitive surgical, inc. (Isi) has not received the product for failure analysis investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Images were provided of the access port chamber detached.